Event description:
It was reported that during a pci probe, the maverick2 monorail ptca catheter balloon ruptured at 10 atms at 30 seconds on the initial inflation. The lesion being treated was a calcified , 90% stenotic lesion in the distal right coronary artery (rca). The procedure was successfully completed with a gdt voyager. No paitent injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.